Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming and disconnected from the pump. Upon resuming insulin therapy, an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.